Manufacturer narrative:
Please refer to the attached investigation report.

Event description:
The physician reported ventricular pacing failure and high ventricular lead impedance measurements (around 1800 ohms, then greater than 3000 ohms). During the re-intervention to correct the issue, psa measurements of the associated lead showed stable measurements around 800 ohms. Additionally, the threshold was measured at around 1.5 v. The lead was connected to another pacemaker, and the procedure was completed. An irregularity relative to the device's memory data was also indicated. Specifically, the heart rate curve started with a heart rate at zero.

Event description:
The physician reported ventricular pacing failure and high ventricular lead impedance measurements (around 1800 ohms, then greater than 3000 ohms). During the re-intervention to correct the issue, psa measurements of the associated lead showed stable measurements around 800 ohms. Additionally, the threshold was measured at around 1.5 v. The lead was connected to another pacemaker, and the procedure was completed. An irregularity relative to the device's memory data was also indicated. Specifically, the heart rate curve started with a heart rate at zero.